Event description:
It was reported that the harmonic scalpel would not close once used in the pt and that the trocar had to be removed with the device when the device was taken out of the pt.

Manufacturer narrative:
Final device investigation showed that the handle and jaw of the device would not function properly. The actuator pin of the device released during use.